Manufacturer narrative:
Product analysis: the guidewire was discarded, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve and delivery catheter system (dcs) were advanced across the aortic annulus. The patient became hypotensive. A temporary pacer was attempted to be place, but there were positioning difficulties. The physician removed the evolut system and exchanged it for a 16 fr sheath. It was thought that the guidewire and evolut system were contributing to the hypotension by keeping the native valve open. The pressure did not recover. An echocardiogram revealed a pericardial effusion. An angiogram revealed a perforation in the apex of the left ventricle. The physician attempted an open repair by placing patches at the apex. It was reported that the tissue was friable because it was difficult for the surgeon to patch. The patient was stable at the end of the repair. No valve was ever implanted. Per the physician, the cause of the perforation was unknown. It was suggested that the straight wire during crossing of the native valve, or the guide wire during insertion of the evolut system may have caused the perforation. The tip of the guidewire was not pre-shaped prior to use, it was unknown whether the guidewire was torqued or twisted, and it was reported that the physician did not articulate that he felt any resistance. The guidewire tip was monitored throughout the procedure for proper placement of the curve and distal tip. No additional adverse patient effects were reported.